Event description:
A customer reported that patient samples tested via the closed vial mode on the coulter ac-t diff 2 analyzer were recovering low hemoglobin (hgb), red blood cell, (rbc) and hematocrit (hct) results when compared to the patients' previous clinical history. Beckman coulter inc. Customer technical support advised the customer to repeat the testing using the open vial mode and those results reproduced in alignment with the patients' clinical histories. The customer provided actual patient initial and repeat results for eight different patients. Beckman coulter incorporated assessment of customer supplied data was unable to correlate initial and repeat patient results in six cases, as patient identification information was obscured by the customer. The two patients where erroneous low initial results could be confirmed as erroneous via confirmatory repeat testing results are included in this report. Both patients¿ results did not possess accompanying instrument generated flags. Beckman coulter inc. Assessment of these two patients' results indicated that, upon repeat on the same instrument, results were higher for hgb, hct and rbc. The patients' wbc results also demonstrated slightly lower results on initial testing, but were not regarded as clinically significant. The initial rbc, hgb and hct results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. 4. Controls executed before and after the incident were within the expected range. The instrument is currently performing within quality control specifications with respect to controls and reproducibility.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) found the sample probe was not seated correctly and was coring the bottom of the sample tubes. The sarstedt tubes (size unknown) did not break or crack. The fse adjusted the probe and ran five samples in open vial and closed vial modes and the results correlated. He executed an instrument startup and quality controls to verify instrument performance. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode of this event is that the sample probe was not adjusted properly.